Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient is reporting that she has been experiencing hypoglycemia recently. She has noticed that when she sets a multi-wave bolus the pump is delivering a majority of the bolus suggestion as the immediate bolus and only a small amount over the duration set which is causing hypoglycemia. No adverse event reported. Requested return of the alleged device for evaluation.